Event description:
It was reported to philips the device had an abrupt lack of capture during transcutaneous pacing. The device was reported to be in use on a patient, causing a delay in life saving therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer reported two similar events with patient a being addressed in this complaint and patient b being addressed in (B)(4). The patient was being treated for cardiogenic shock in the intensive care unit with symptomatic bradycardia as an indication for pacing. The patient's intrinsic rhythm less than pacer default rate of 70 was on the monitor (ma was at 150). The patient had arterial line insitu so when capture was lost, it was easily visualized with loss of abp tracing. A second set of pads was applied. There was spontaneous loss of capture 2 more times within 40 minutes of the 1st event. New pads were reapplied all 3 times with immediate capture with new pads. No ECG monitoring strips or case event files were provided to philips for review. The clinicians had to replace the pads three times. Each time they were able to regain pacing capture right away. The customer was not certain if the involved defibrillator was evaluated. There was no report of any failed operational checks or error messages related to the defibrillator. There was no report of harm to the patient as pacing capture was re-established. The involved defibrillator pads were not available for evaluation by philips. The customer sent philips a representative set of defibrillator pads from each lot number. These defibrillator pads underwent extensive testing in the philips failure analysis lab. The pads were fully functional and no problems were identified. Philips also searched the complaint database to determine if there had been any previous issues reported for these lot numbers. No complaints were identified. Philips is unable to determine the cause of loss of pacing capture. Pacing capture may be influenced by several factors including the condition of the patient and their medical diagnoses, the ma selection, and pad placement. The device remains with the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device had an abrupt lack of capture during transcutaneous pacing. The device was reported to be in use on a patient, causing a delay in life threatening therapy/ treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested. The customer reported two similar events with patient a being addressed in this complaint and patient b being addressed in (B)(4).